Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the right ventricular d efibrillation coil conductor was fractured in-vivo at the crimp of the cross-grove. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the lead continued to exhibit out of range (oor) high rv defibrillation and svc defibrillation impedance. The lead also exhibited high threshold and high pacing impedance. The lead was explanted and replaced.

Manufacturer narrative:
Continuation of d10: 429688 lead & 507645 lead implanted: (B)(6) 2012. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that by the patient that they began experiencing wheezing and were wondering if changes were made to their cardiac r esynchronization therapy defibrillator (crt-d) settings. It was further reported via follow-up with the clinic, that the device triggered an alert due to high/undefined impedance measurements on the right ventricular (rv) and superior vena cava (svc) coils, and noise in the tip-to-coil configuration. The lead and device remain in use. No further patient complications have been reported as a result of this event.